Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 927074) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, heavy periods, dysmenorrhea, pelvic pain female, cholecystectomy, menstrual disorder, menstrual cramps, diarrhoea, headache, sweating, swelling nos, abdominal pain, constipation, nausea, multigravida, parity 4 and recurrent abortion. Previously administered products included for an unreported indication: sprintec, provera, ultram and ibuprofen. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), psychological trauma ("psych injury"), bladder disorder ("bladder / urinary problems"), urinary tract disorder ("bladder / urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (endometrial ablation (B)(6) 2013). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: left side: approximately 1 loop in the endometrial cavity confirming good placement. Right side:essure device was advanced and deployed without difficulty with approximately 1 loop. Most recent follow-up information incorporated above includes: on 9-apr-2021: medical record received: case category upgraded to serious incident. Previously reported event 'genital hemorrhage' was made medically significant and intervention required due to added surgery. Lot number, medical history, reporter information, patient's aka name were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 927074) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, heavy periods, dysmenorrhea, pelvic pain female, cholecystectomy, menstrual disorder, menstrual cramps, diarrhoea, headache, sweating, swelling nos, abdominal pain, constipation, nausea, multigravida, parity 4 and recurrent abortion. Previously administered products included for an unreported indication: sprintec, provera, ultram and ibuprofen. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), psychological trauma ("psych injury"), bladder disorder ("bladder / urinary problems"), urinary tract disorder ("bladder / urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (endometrial ablation (B)(6) 2013). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: left side: approximately 1 loop in the endometrial cavity confirming good placement. Right side:essure device was advanced and deployed without difficulty with approximately 1 loop. Lot number: 927074 manufacturing date: 2011/12 expiration date: 2014/12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.